Event description:
The patient was revised due to dislocation and implant disassociation. During reduction under radiographic guidance, disassociation of the head from the stem occurred repeatedly. When the removed implants were observed, the inside the liner and the stem neck were found blackened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Information received that original surgery date was incorrectly reported and is unknown. Depuy still considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The femoral head shows signs of contact with the acetabular component. However, the acetabular cup was not returned and this cannot be confirmed. Placement cannot be commented upon as x-rays were not provided. Limited patient demographics were received in that the patient is female, activity level was not reported. It was reported that the patient has a retroverted pelvis. When she stretched herself, dislocation occurred four or five times. Third party analysis found the result of an analysis of the sample black adhered substance showed that the adhered substance was a mixture of mainly abrasion powder from the head and stem materials and components derived from the human body. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusions with the information provided. Based on the performed investigation, the need for corrective action has not been identified.